Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited unknown impedance issues due to suspected calcification on the lead. Surgical intervention was undertaken to explant this rv lead and associated right atrial (ra) lead and implantable cardioverter defibrillator (ICD) with plans to implant a subcutaneous implantable cardioverter defibrillator (s-ICD) system. This rv lead and associated ICD were successfully explanted. During explant of the ra lead, the lead broke while being explanted and the patient suffered a perforation, tamponade and effusion. It was noted that a portion of the lead was explanted and a portion remained in the upper vasculature. A pericardiocentesis was then completed. Following the pericardiocentesis, the patient was stabilized, and the physician proceeded to explant the rest of the ra lead. It was unknown if the explant of the remaining portion of the ra lead was successful. The patient was then transferred to the cardiac intensive care unit for recovery prior to implant of an s-ICD system. No additional adverse patient effects were reported. The return of this rv lead is expected. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this rv lead exhibited high shock impedance measurements of 124 ohms. The patient underwent successful implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system several days later. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific determined that this lead exhibited a gradual rise in low-voltage shock impedance measurements (lvsi). This observation is consistent with calcification of the defibrillation coil(s). The calcification phenomenon most likely contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the lead was returned severed approximately 595 millimeters (mm) from the terminal end. Only the distal segment was returned. Upon receipt at our post market quality assurance laboratory, a thorough investigation was completed. Visual inspection confirmed the presence of calcification on the lead body, helix and on the shocking coil. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. Investigation conclusion: cause traced to device design. Gradually increasing lvsi measurements for leads with eptfe coating can be the result of encapsulation of the lead coil(s) due to calcification. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with eptfe coating to exhibit this phenomenon.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited unknown impedance issues due to suspected calcification on the lead. Surgical intervention was undertaken to explant this rv lead and associated right atrial (ra) lead and implantable cardioverter defibrillator (ICD) with plans to implant a subcutaneous implantable cardioverter defibrillator (s-ICD) system. This rv lead and associated ICD were successfully explanted. During explant of the ra lead, the lead broke while being explanted and the patient suffered a perforation, tamponade and effusion. It was noted that a portion of the lead was explanted and a portion remained in the upper vasculature. A pericardiocentesis was then completed. Following the pericardiocentesis, the patient was stabilized, and the physician proceeded to explant the rest of the ra lead. It was unknown if the explant of the remaining portion of the ra lead was successful. The patient was then transferred to the cardiac intensive care unit for recovery prior to implant of an s-ICD system. No additional adverse patient effects were reported. The return of this rv lead is expected. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this rv lead exhibited high shock impedance measurements of 124 ohms. The patient underwent successful implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system several days later. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.